Manufacturer narrative:
An event regarding fracture involving an unknown duracon stem was reported. The event was confirmed through x-rays provided. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: bone cement filling of bone defects has caused bone resorption below femoral stem extender and femoral component leading to loss of bone support of the mrh type device with an overload condition resulting in fatigue fracture near connection of stem extender to femoral component. Device history review: not performed as device details were not reported. Complaint history review: not performed as device details were not reported.. Conclusions: according to the medical review, the immediate cause of stem fracture is an overload condition due to loss of bone support which is a quite plausible explanation for the cause of the stem fracture without any device-related factors involved. Once components are explanted this could be confirmed by explant materials analysis. This pi case is quite likely not device-related. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the stem looks broken from the x-rays. At this time, the surgeon does not decide the revision surgery. The stem was implanted about 10 years ago.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 6478-6-xxx stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the stem looks broken from the x-rays. At this time, the surgeon does not decide the revision surgery. The stem was implanted about 10 years ago.